Manufacturer narrative:
Customer service provided the customer with cleaning of tubing and accessory care and tried to verify breast shield fit; however, the customer indicated that she was using non-medela breast shields. Medela breast shields and a double pumping kit were sent to the customer. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was concerned about sanitizing her pump in style breast pump, as milk was backing up in the tubing and she has thrush for which she was being treated by a doctor.